Manufacturer narrative:
Device 2 of 33. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that he had 23 unused wafers from 3 market units with the same lot number that had off-centered starter hole. He had used the remaining 7 and was unsure whether they were off-centered. He stated that the 7 wafers used, performed the way his wafers normally did, with a 5 day wear time.